Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had pain at the implant site. It was noted, the pain started a week prior to the call and had gotten worse. It was reported no falls or traumas were associated with the event. It was noted, the patient was involved in a corn-dryer fire and may have stressed the device when grabbing pails of water with adrenaline in their system. It was reported, the patient¿s internal neurostimulator (ins) may be flipped. It was noted, the flip was not confirmed at the time of the call. It was reported, the ins site was previously flat, but had a ¿hump¿ at the time of the call. It was noted, the patient was able to confirm the ins was on with the patient programmer. It was reported, the patient increased stimulation. It was noted, the increased stimulation did not help with the pain at the implant site, but made their leg ¿tingle fast.¿ it was reported, the pain was still present if the stimulation was turned down or off. It was noted, the patient thought the pain was from their back and had a CT scan performed on 2013 (B)(6). It was reported, the patient had a revision on 2013 (B)(6). It was noted, the patient had a MRI, x-ray, or CT scan performed on 2013 (B)(6) and their battery had migrated. It was reported the revision was for the placement of the battery. It was noted, the patient had leg tingling, increased lower back pain, buttock pain, and aching. It was reported the patient did not need hospitalization due to the event. It was noted the patient outcome was no injury.